Manufacturer narrative:
(B)(4). The device was found to be fully functional. A valid lot/batch number was not received therefore the device history review could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic uterine myomectomy procedure, normal saline leaked from a hole of the flexible tip. The event occurred during use in uterus. Another device was used to complete the case. There were no adverse consequences to the patient.